Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, the device exhibited a high current drain. Measured data was taken and the current drain value increased with autocapture on and decreased when auto- capture was turned off.